Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had a foggy screen. The blood glucose reading was 178 mg/dl. The customer observed water behind the device's display screen. He stated that the insulin pump had water in it and may have been exposed to fluids from a wet shirt or bathing suit. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces, also received with moisture damage to electronic and motor assemblies. No button error alarms noted. The insulin pump has minor scratches to lcd window, cracked case at display window corners, battery tube threads and belt clip slot.